Manufacturer narrative:
The device was returned to service center for the physical evaluation and the user¿s complaint has been confirmed. A visual inspection was performed on the returned device and there is biomaterial on the grasping distal end and charred stains on the probe. The ptfe pad (teflon pad) was inspected and found it has worn, melted in the mid-section, curled up exposing metal, and has a small split on the side but no missing fragment or suspect to be lost. The teflon pad was still attached to the jaw. Due to the teflon pad damage, the probe and grasping section were misaligned when closed, but did not cause a short circuit error during activation. The device was attached to the usg-400/esg-400 and a probe check was performed and the device passed the probe check. Both switches were checked and found both switches are functional. Based on the investigation findings and similar reported events, the damage of the teflon pad is due to no tissue or insufficient tissue between the probe and jaw when the device is activated, or kept activating the output after a transection of tissue was done. A local increase of the temperature between the grasping section and probe during the seal & cut mode may result in premature wear, damage to the teflon pad. The misalignment of the jaws and probe may also contribute to a short circuit error during use.

Event description:
The service center was informed that during a therapeutic procedure, the device teflon pad burned. No patient injury reported and the procedure was completed using a similar device. There was no patient injury reported. Also, it was reported that no device fragments fell into the patient and no breakage of the probe. The error message was a short circuit error. There were no other anomalies reported. Sales rep trained the physician on the techniques of how to use the device. The physician has experience using the device.